Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2023-03190. This report is submitted on december 03, 2023.

Manufacturer narrative:
This report is submitted on october 12, 2023.

Event description:
Per the clinic, the device was explanted due to an extrusion (specific date not reported). It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.